Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure when ablating the right inferior pulmonary vein (ripv), one hundred and two seconds into the freeze, weakening of the phrenic nerve was noted and a double-stop was performed. The balloon of the catheter was reported to be visible via intra-cardiac echocardiogram (ice) in the antral position. The patient was under general anesthesia and mechanically ventilated but muscle paralytics were not administered. Mechanical ventilation was paused and the patient was spontaneously breathing but the right side of the diaphragm was not moving. The physician elected to abort the procedure after the right side of the diaphragm continued not to move after the procedure was paused for twenty minutes. The phrenic nerve injury was reported to completely have resolved by the day after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device, balloon catheter 2af284 with lot number 04029-(B)(4), and data files were returned and analyzed. The data files did not show any system notices for the date of the procedure. The catheter was visual inspected and showed no apparent issues. Smart chip verification demonstrated that the catheter was used for ten injections. This was a clinical issue encountered during the procedure. The returned product passed the returned product inspection per specification.